Manufacturer narrative:
(B)(4).

Event description:
On 03/28/2014, the physician indicated that to the best of his knowledge, there were no sequelae of the pneumothorax aside from a short hospitalization.

Manufacturer narrative:
(B)(4). Investigation results: three (3) unopened units of catalog code pig1260t, lot number 0000611116 and one (1) opened unit of product catalog code pig1260t comprising of a luer-lock 60ml syringe, a universal drainage set and a 6fr safe-t-centesis catheter drainage device (unknown lot number), were received for evaluation. Examination of all four (4) catheter assemblies did not reveal any manufacturing or functional defects that may have led to the reported issue. Functional testing was able to confirm the catheter assemblies drained as intended. In addition, no leaks were detected during functional testing. The sample analysis was unable to confirm the reported issue. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported issue. The quality plan includes inspection points for the veress safety needle assembly. No deficiencies were identified with these inspections during the manufacture of the reported lot. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of all materials used in the assembly of this device did not identify any issues with any component that may have contributed to the reported issue. The catheter valve assembly is supplied by an external supplier and is not altered by the carefusion-mannford manufacturing facility prior to placement in the finished tray. Consequently, the investigation determined the materials used in manufacture of the product did not contribute to the reported issue. Based on the investigation results, a definitive root cause could not be identified. No manufacturing, assembly or performance deficiencies were noted on the samples received for analysis. The supplier of the catheter valve assembly will be notified of this failure mode via a supplier quality notification in an effort to heighten awareness and minimize impact from the manufacturing processes. Although the reported issue could not be replicated with the samples received for analysis and the most probable root cause could not be determined, the manufacturing plant will continue to monitor this issue to identify the need for any further actions.

Event description:
Dr (B)(6), is concerned because he had a patient develop a pneumothorax recently with our device. On (B)(6) 2014, the sales representative provided the following additional information as obtained from dr (B)(6). There was nothing unusual about the device used or the procedure itself, and all went smoothly otherwise. The patient was admitted and treated with a chest tube. The issue with the catheter is that air began entering the pleural space after the needle had been completely removed from the catheter and while withdrawing fluid.  Reportedly, this would imply the valve or other part of the device allowed the air in. On (B)(6) 2014, the sales representative also indicated that during the procedure, the catheter/ needle did not need to be reinserted for placement; the insertion was straightforward and smooth.